Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the clip applier instrument ¿responded¿ to the monopolar activation. The tse advised the customer to keep two instruments apart and lower the power limit or the effect. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on the monopolar curved scissors (mcs) instrument. The instruments were inspected prior to use with no issue. The surgeon felt that the electricity came from the grip. The issue occurred during blood vessels sectioning. There was no patient injury. The vio dv integrated electrosurgical unit (iesu) was used with the settings cut 3 and coag 2. The procedure was not delayed. The mcs instrument and the clip applier will not be returned.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance and the tse advised the customer to keep two instruments apart and lower the power limit or the effect. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.